Manufacturer narrative:
The date of event was not provided by the complainant/reporter, the date reflected in this report is the date bd became aware of the event. The following were reviewed as part of this investigation: patient severity, applicable previous investigation(s), sample (if available), applicable fmea documents, labeling and applicable manufacture records. Based on a review of the information, the following was concluded: the device was returned to the service facility for evaluation. During evaluation, the reported issue of half of the image is dark was confirmed. Part of the ultrasound image is dark on the right side of the screen. The root cause is due to the beamformer board set separating. A history review of serial number (B)(4) showed no other similar product complaint(s).

Event description:
Image of scan is blacked out on right side. On 09/13/2022 evaluation at bd service facility found part of the ultrasound image is dark on the right side of the screen.